Event description:
It was reported that the patient was having some pain in the lower back and stomach area that had started about one week prior to report. It was indicated that the patient had a small puncture in her right lung from an injection for pain that her healthcare provider had administered about three weeks prior to report. The day after the injection, the patient had gone to the emergency room (ER) because she was having difficulty breathing. While in the ER, the puncture was discovered via CT scan. It was stated that the patient went back in the next day and was monitored for seven hours. She was then sent home and told to monitor her breathing when she walked. The device system was used to deliver fentanyl, hydromorphone, bupivacaine, and prialt. Eleven days later, it was reported that, on (B)(6), the patient was found to have a right intrathecal block. The next day, the patient was hospitalized for a pneumothorax and a chest tube was placed. The patient was subsequently discharged and the events resolved on (B)(6). It was indicated that the primary suspect drug was prialt.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, (B)(4).

Event description:
Additional information was received. It was reported that the ¿timer was not always accurate¿ in reference to appointment dates. It was unclear what timer the reporter was referring to or if this was related to the reported adverse event.

Manufacturer narrative:
(B)(4).